Event description:
A hydratome rx sphincterotome device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in a male pt (age and weight unknown) in 2008. According to the complainant, "...the cut wire came off the catheter..." The cutting wire did not detach inside the pt. The procedure was completed with a second hydratome rx sphincterotome device. No pt complications were reported as a result of this event, and the pt's condition was reported as "fine'' following the procedure.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database did not identify any add'l complaints for this lot. The feb. 2008 15-month jagtome rx sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome product family is included in the same trend report as the jagtome product family.